Manufacturer narrative:
Device evaluation summary: zoll's attempts to recover the patient's monitor and electrode belt have been unsuccessful. Monitor sn (B)(4) and electrode belt sn (B)(4) have not yet been returned to zoll. The last data download was on (B)(6) 2016 at 12:54 am. There are no downloaded software flags surrounding the time of the event. An analysis of the available downloaded data did not identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient death. If the patient's device is returned, a supplemental MDR will be submitted. There is no indication at this time that the device caused or contributed to the patient passing.

Event description:
Resubmitting MDR as a result of internal audit where ack3 could not be located the patient's daughter reported that the patient passed away on (B)(6) 2016 around 1 am and that she felt it was due to a device malfunction. She reported that the patient was wearing the lifevest and was complaining about chest pain. She also reported that the device did not alarm, and the patient was pronounced dead when she arrived at the hospital. The rhythm at the time of the event is not known at this time.